Event description:
Complainant alleged that during incoming inspection of the device, when being tested with an electrocardiograph simulator, the device displayed a dotted base line and error message code "chk electrodes" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.